Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to open or close the foot include, but not limited to, tissue or suture caught in the foot which likely led to the reported difficulty removing the device. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the instructions for use (IFU) violation was circumstantial due to the difficulties experienced during removal. The reported patient effect of tissue damage is a known risk of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu), as possible adverse event use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: corrected adverse event/product problem field from product problem to adverse event, product problem. B2: corrected outcomes attributed to ae from na to other serious. H1: corrected type of reportable event from malfunction to serious injury. H6: correction health effect - clinical code 4582 was removed. H6: correction health effect - impact code 2199 was removed. H6: medical device problem code 2017: against resistance.

Event description:
Subsequent to the initially filed report, additional information received stating: the foot plate on all four prostyle devices was unable to fully close. Additional force was applied to remove the devices. After removal, tissue damage was noticed on one of the prostyle devices. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported this was an multi access arteriotomy closure of a left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two prostyle devices were successfully placed in each access site. However, after lowering the lever and closing the foot (step 4), the devices were difficult to remove from the anatomy. All were successfully removed, and the procedure was completed. Hemostasis was achieved via the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.